Event description:
Caller reported a malfunction on the pump, identified by the code malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, resolving the issue without recurrence. Customer was instructed to continue using the pump and to call back if any malfunction codes recur.